Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to seek medical attention via ems (emergency management services) due to hypoglycemia. The patient's blood glucose levels reached 41 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include blurred vision and being lightheaded. The patient was treated with glucagon injection by ems. After further review it was found the patient was trying to use a g7 sensor with a pod that was not compatible. The patient was unable to use the omnipod system in automated mode with smart adjust. The patient was advised to follow up with physician for review of basal rate settings in manual mode. The pod was worn when seeking medical attention. Ems was with patient about 30 minutes.

Manufacturer narrative:
In the case description the user noted using a cgm version incompatible with the pod. Inspection of the patient history buffer (phb) data found that following the continuous glucose monitor (cgm) change the estimated glucose values (egvs) change from valid egvs to invalid egvs. First the pod switched to -1 indicating connection loss, before then changing to -9 indicating no cgm communication. The system was shown to operate in automated mode: limited before an automated delivery restriction was generated and the system was switched to manual mode. The pod egvs remained -9 and it stayed in manual mode for the remaining duration of the pod's run. The pod's inability to connect and communicate with the cgm was a result of incompatibility with the cgm version and not a deficiency or malfunction of the pod. The system was not attempted to be switched into automated mode after changing into manual mode. While in manual mode the system was delivering at the users set basal rate. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.